Manufacturer narrative:
Device received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to damage to reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the lip ring had crack and little plastic ring that goes around had crack. The customer stated that the reservoir did not lock into place. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.